Manufacturer narrative:
Manufacturer ref#: (B)(4). Section b5: additional information was received on 21-apr-2025. Summary: according to the information received, it was reported that there was no alleged product malfunction with either the embotrap or the cereglide, and no resistance while advancing the emboguard. The balloon did not "stick" or interact with any other devices. The balloon inflated as expected, and there was no over-inflation. Prior to use, the balloon inflation was tested, and it was prepared as usual, and it was used according to IFU. Regarding how long the event delayed the procedure, it was reported, "the delay in the procedure due to the event was unclear regarding its causal relationship, as the case was originally very difficult." However, it was reported was not clinically significant. Regarding the current status of the patient, it was reported: "no negative impact was found on the patient." Patient information: female, japanese. Weight: 31.2 kg. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The device was not returned; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Thromboembolism is a known potential complication associated with the use of the embotrap thrombectomy neuravi device and the cereglide71 intermediate catheter and are listed in the instructions for use (IFU) as such. There was no alleged quality issue related to the used devices, as the devices performed as intended. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique that may have contributed to the reported event, rather than the design or manufacture of the devices. Since the event occurred during the use of the embotrap and cereglide71 devices, the correlating relationship between event to the used devices as contributing factors cannot be ruled out. Additionally, the event resulted in an additional surgical intervention (i.e., additional passes). Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 26-mar-2025. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ 9482257) and an unknown embotrap thrombectomy neuravi device were used for a mechanical thrombectomy procedure to treat cervical stenosis and an occlusion at the m1 segment of the middle cerebral artery (mca). During the procedure, when the emboguard balloon guide was advanced and inflated at the lesion, balloon rupture occurred. ¿the emboguard was replaced with another one (blancher) and the procedure was continued.¿ after conducting percutaneous transcatheter angioplasty to the posterior cervical stenosis, a mechanical thrombectomy of middle cerebral artery m1 was performed by using the embotrap (1st pass). The thrombus reportedly embolized to the m2 segment, resulting in additional thrombectomy performed on m2. After 3 passes, recanalization was achieved, and the procedure was completed. It was reported there were no issues with the patient's postoperative condition. A continuous flush was not done. Other concomitant device was trak microcatheter (stryker). The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery. The devices were used according to IFU. During the procedure, cervical stenosis and m1 occlusion were confirmed. When the emboguard was advanced and inflated at the lesion, balloon rupture occurred. So, the emboguard was replaced with another one (blancher) and the procedure was continued. After conducted percutaneous transcatheter angioplasty to the posterior cervical stenosis, a mechanical thrombectomy of middle cerebral artery m1 was performed by using the embotrap (1st pass). Since a thrombus was moved to m2 and embolized, additional thrombectomy was performed on m2. After 3 passes, recanalization was achieved, and the procedure was completed. Post-procedure changes in the patient: there were no issues with the patient's postoperative condition. Continuous flush was not done. Other concomitant device was trak microcatheter (stryker).¿ additional information was received on 28-mar-2025. Summary: other concomitant devices were corrected as being the ¿embotrap iii, cereglide71 and vecta46 balloon catheter.¿ a mechanical thrombectomy of middle cerebral artery m1 was performed by using the embotrap iii and cereglide71 (1st pass). Additional thrombectomy performed on m2 by using vecta46 concurrently. Additional information was received on 07-apr-2025. Summary: per the limited information received, it was reported the emboguard balloon guide catheter was used according to IFU. Regarding the current status of the patient, it was reported, ¿no negative impact was found on the patient.¿ this additional information has been reviewed. No changes regarding the reportability determination nor coding were required.